Manufacturer narrative:
There are no indications of any system or component failure or malfunction and no records of any patient complaints regarding efficacy of the nalu system. Patient request for explant was due to the desire to have two of the same systems in use rather than two different systems. Patient chose to go with the system that had been in use the longest.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. The patient had successfully completed a trial phase with nalu within a month of having the permanent system implanted. On (B)(6) 2024 the firm was notified that the patient requested to replace the nalu system with a different system to match the that had already been in use in the tibial area. On (B)(6) 2024 the nalu system was surgically explanted.